Event description:
Spinal cord stimulator lead (from representative's stock) placed into patient's spine, and when was pulled out, a piece of metal broke off and caught the dura, causing a durotomy and csf leak. Lead and metal piece retrieved, removed from field and bagged. Submission of this medsun/FDA report and the device will be available for company rep to claim for evaluation.